Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/10/2025, an arthrex subsidiary employee reported via email that an ar-2324bcct biocomposite swivelock suture anchor began to break during insertion. The broken pieces were retrieved from the patient, and the procedure was completed. No additional details were provided. The issue occurred during a knee arthroscopy with acl reconstruction procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested on 10/14/2025.

Manufacturer narrative:
The complaint device was not received for evaluation. Based on the provided information, including the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure is user error. This includes improper bone preparation and/or misaligned insertion. Directions for use dfu-0087-eor5 - corkscrew®, pushlock®, and swivelock® suture anchors. 6. Bioabsorbable only: attempting implantation into hard, dense bone and/or drilling/punching smaller diameter holes than recommended may cause failure (breakage) of the implant during insertion. The complaint is confirmed based on the customer's attached picture, which shows the outside-molded shaft tip appears bent, indicating implant resistance.